Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, after which the cgm error did not reappear, and the caller successfully started a new sensor session.